Event description:
It was reported that during preparation for use for a therapeutic procedure, the camera head had a black screen. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection, but it was returned to the regional repair center. The reportable failure was not confirmed. A root cause could not be identified as the reported failure was not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during preparation for use for a therapeutic procedure, the camera head had a black screen. The procedure was completed using other device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental is being submitted due to reopening the investigation. H6 investigation conclusion updated from d15 cause not established to d14 no problem detected.

Event description:
No additional information received from customer.